Manufacturer narrative:
(B)(4).

Event description:
The customer reported system reboots/restarts involving admit/discharge/transfer operations at the information center ix. The issue occurred after january 1 2018. There was no patient incident.